Event description:
It was reported that during a lung resection procedure, the device jammed. It was fired, it fired through tissue and no tissue was left in jaw, however, the device would not open, it was locked closed. They were able to remove the device from the patient, however, it could not be used for the last firing. It is unknown how the procedure was completed.. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.device not returned. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.